Event description:
A (B)(6) old female pt contacted zoll customer support to report that her monitor was telling her that her battery pack was defective. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is currently underway. The reported problem (battery fault) has been investigated. As received, the battery cells had an output voltage of 2.24v, the battery would not charge in the charger, and could not power up a monitor. A root cause analysis is currently underway at itech. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.